Event description:
The customer reported via phone call that the insulin pump had an unresponsive up button. The customer's blood glucose was 430 mg/dl, which was treated with the insulin pump. He stated that he used all of his insulin and needed to change the set thereafter. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.